Event description:
Hcp reported pt's device had been replaced in effort to determine cause of "overdose events" - pt was admitted post replacement of devices with same type of event. Pt has had more than one of the events. Pt had received pharmacy compunded baclofen prior to replacement of pump in 2003 and with replacement of pump was started on lioreseal. Event occurred again 1 week later on lioreseal. Catheter checked and it is unknown if events are drugs pt is receiving or pump related. Symptoms include unconsciousness, pupils reactive and pt is reactive to painful stimuli. Pt is normally responsive to voice and touch and responds with a smile. Pt takes anti seizure medications and may possibly be experiencing seizures causing the events reported. Currently hcp is investigating for possible drug metabolism issues.